Event description:
As reported on (B)(6) 2014 by the international distributor, "the front part of the starburst semiflex device brakes short after the trancision (transition) of stiff to semiflexible part. The physician could bring both parts out of the pt and finish the treatment with a other probe". No harm or injury were reported to the pt due to this product problem.

Manufacturer narrative:
An investigation into the root cause of this incident is currently in progress. The results of the investigation and any follow up info will be sent via a follow up medwatch. (B)(4).